Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly revised due to neck fracture. The stem was very well intact and he had to do an osteotomy. Original surgery about 7 years ago.